Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller mentioned the previous ins was replaced. The caller could not confirm that this was due to normal end of service (eos). It was noted that the device was not working and thus it was replaced.